Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure without alarming on the pump or the central display. Normal operation was restored without user intervention. There was no report of patient injury. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure without alarming on the pump or the central display. Normal operation was restored without user intervention. There was no report of patient injury.